Event description:
It was reported that the subject stent became completely immobile after entering at 12 cm distance into the microcatheter. When the physician attempted to withdraw the subject stent, resistance was encountered, thus, physician had to forcibly pull out the subject stent, which resulted in only the subject delivery wire being retrieved. The physician then withdrew the microcatheter and found that the subject stent was stuck inside the microcatheter approximately 10 cm from the hub, with the subject stent appearing to be on the verge of protruding through the microcatheter wall (though it did not actually puncture it). The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.